Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer did not know if blood glucose (bg) level had been impacted for past events. At the time of the call the customers bg's were 400 mg/dl. The customer stated the health care provider would be contacted regarding medical advice for backup therapy. It was indicated that the customer had manual injections available for alternate insulin therapy.